Event description:
It was reported that the patient underwent an implantation of a discovery elbow on an unknown date. Subsequently, the patient was revised due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# unk discovery ulnar; lot# unknown g2: foreign - event occurred in canada h6: proposed component code - mechanical (g04) stem customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately ten (10) years post-implantation due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b1; b4; b5; d2; d6a; g1; g3; g6; h1; h2; h3; h6; h10. D6a: exact implant date unknown. Noted to be approximately 10 years ago. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.